Manufacturer narrative:
The right hand side caster sheered off. The action 3 is the same /similar to the (B)(6) which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The right hand side caster sheered off. The action 3 is the same /similar to the (B)(6) which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).